Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received a power loss alarm. Customer's blood glucose level at the time 176 mg/dl. Troubleshooting occurred. Advised to monitor the insulin pump.